Event description:
Spontaneous communication from the home infusion nurse who reported that the pump the patient has on hand has been having issues where it keeps saying high pressure. It is unknown if the md is aware. No further information was provided. Unknown product lot number and expiration date or serial number. Unknown if patient missed any doses and/or experience an adverse event as a result of the product complaint. Unknown if patient have the defective and/or malfunctioning/product on hand in case the manufacturer requests a return for further investigation. No further information provided. Reported to (B)(6) by health professional.

Event description:
Spontaneous communication from the home infusion nurse who reported that the pump the patient has on hand has been having issues where it keeps saying high pressure. It is unknown if the md is aware. No further information was provided. Unknown product lot number and expiration date or serial number. Unknown if patient missed any doses and/or experience an adverse event as a result of the product complaint. Unknown if patient have the defective and/or malfunctioning/product on hand in case the manufacturer requests a return for further investigation. No further information provided. Reported to (B)(6) by health professional.